Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later, a replacement surgery was performed. It was noted that during the procedure, the existing pump and cylinders were removed and replaced; however, the previous reservoir was left in place and a new component was implanted. Upon explant, a tear was seen in the cylinder. The cause for the cylinder hole was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected identifying a hole consistent with sharp instrument damage in the proximal end of both rods. Both cylinders presented leaks in the proximal ends; however, this damage was consistent with sharp instrument damage likely occurring during explant. Visual inspection of the pump did not reveal any visual damager or abnormalities, and the pump passed the leak test. The pump was functionally tested not passing the activation tests 2 and 3. Based on the information available and analysis results, the reported allegation of a cylinder tear could not be confirmed; however, the pump not passing the activation tests could have caused or contributed to the reported clinical observation of the device not working appropriately. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later, a replacement surgery was performed. It was noted that during the procedure, the existing pump and cylinders were removed and replaced; however, the previous reservoir was left in place and a new component was implanted. Upon explant, a tear was seen in the cylinder. The cause for the cylinder hole was not detailed by the facility. There were no patient complications.